Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The tip of the inserter is severely bent; therefore, the complaint is confirmed. The anchor is disassembled from the inserter and, per the picture provided by (B)(4), has biomaterial staining indicative of use; therefore, the allegation of the anchor coming off of the inserter when the package was opened cannot be confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the juggerknot's anchor came off the inserter when the nurse opened the sterilization package during surgery. Subsequently, the surgeon attempted to reseat the anchor on the device and use the device. The anchor inserter then bent during use. Another device was utilized to complete the procedure. No adverse events have been reported as a result of the malfunction.